Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. It was indicated that the device will not be returned for evaluation. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation procedure, a farawave catheter was selected for use. The patient experienced a cardiogenic shock and an acute kidney injury. Procedure was completed with a non-bsc device support and intravenous continuous renal replacement therapy (crrt) with calcium carbonate. Patient was finally discharged on (B)(6) 2026. Device will not be returned for evaluation.